Event description:
It was reported "the nurse inspected at 19:45, and the deep venous catheter was connected to the analgesic pump to continue pumping in. At 20:50, the patient was inspected in the ward at night and found that there was a pipeline on the patient¿s table. Hemorrhage, the patient's consciousness is clear, and the vital signs are normal, immediately report to the doctor on duty to ask the family member when the patient was removed the deep venous catheter. The family member complained that he was not in the ward at the time of the extubation. Remove it privately; disinfect around the puncture point, cover it with a sterile dressing, and continue to pay attention to changes in the patient¿s vital signs."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.